Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm® ultra xc, the needle disengaged from the syringe. No injury occurred to the patient or injector.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe."

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm® ultra xc, the needle disengaged from the syringe. No injury occurred to the patient or injector.